Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 700mg/dl. Then their blood glucose went from high down to a 30mg/dl because they took a glucagon shot and their blood glucose went to 129mg/dl. Patient's current blood glucose is 131mg/dl customer reports the following symptoms related to their high blood glucose like weakness, dry mouth, upset stomach, angry with the high blood glucose reading. Customer¿s high blood glucose was treated with a bolus and changed her site and then gave a 20.0u injection and did not treat the 365mg/dl. Customer declined to troubleshoot for the high blood glucose. Then the customer had a high blood glucose of 700mg/dl they gave a bolus but felt the insulin pump wasn't working so removed the cannula and treated with manual injection which caused their blood glucose level to go down and it was treated with glucagon and jellybeans then the customer declined to troubleshoot for low blood glucose. The product will not be returned for analysis.